Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the surgeon monitor was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor was returned to the manufacturer for evaluation. Testing found that the monitor would not power on and had no display when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor for the navigation system would briefly have a display then go black. The reported issue would occur when plugging the surgeon monitor into the main navigation system. The reported issue did not repeat when a separate surgeon monitor was used with the navigation system. The representative reported that the suspect monitor displayed the same issue when used with a separate medtronic navigation system. There was no patient present when this issue was identified. No additional information was provided.